Event description:
Per the clinic, the patient experienced skin irritation and an infection at the abutment site (date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The patient underwent abutment removal procedure on (B)(6) 2024.